Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified shunt. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. The balloon was inflated at 22 atmospheres on first inflation; however, it ruptured on the second inflation at 24 atmospheres. The balloon was completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was good.